Manufacturer narrative:
Per the clinic, the patient experienced migration of the electrode. The device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient had poor performance with the device from onset and subsequently experienced a loss of connection to the internal device. The implanted device remains and the patient will continue to be monitored by the health care provider.